Event description:
It was reported that the programmer radio frequency head was not getting telemetry, but only with pacemakers. The head was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.